Manufacturer narrative:
(Use error) inspection of the device confirmed that a foreign body, likely a broken attachment piece was lodged in the device housing. The most likely cause is forcible removal of the customer's attachment from the device.

Event description:
On 10/30/2025, it was reported by a sales representative via (B)(4) that an ar-8332h shaver has an unknown object stuck inside the handpiece. This occurred during use in a case with no patient impact.